Event description:
It was reported that the lead exhibited 2500 ohms impedance in the the bipolar configuration. The sensing and pacing configurations were changed to unipolar. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.